Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead could not be implanted in the patient due to the lead being too wide and not being able to pass the patient¿s vascular malformation. The lead was not used and was replaced successfully. The patient was stable post procedure.

Event description:
New information received on (B)(6) 2018 indicating that patient had many vascular occlusion and vascular stenosis and the entry point was difficult to find.

Manufacturer narrative:
Analysis was normal. No anomalies were found.